Event description:
This customer reported that their device did not deliver the appropriate amount of energy during the pacer test. There was no pt involvement. We are considering this as a malfunction based on the customer report only.

Manufacturer narrative:
(B)(4): this customer reported that their device did not deliver the appropriate amount of energy during the pacer test. There was no pt involvement. We are considering this as a malfunction based on the customer report only. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.